Event description:
A percutaneous gastrostomy feeding tube was places in a male pt with medical conditions unknown. During the procedure, the feeding tube detached at the dilator connector. The detached portion was removed, as it was returned for evaluation. Any additional information on this incident could not be obtained.